Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer had the same issue last week. Customer has put 2 sets on since then. Customer stated that she had a no delivery and changed the set and reservoir, but the issue was not resolved. Customer mentioned that pump only had 1 bar left. Call was disconnected. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.